Event description:
A pharmacist reported that after a vitrectomy the patient experienced endophthalmitis. The reporter also informed that there was bacterial or pyrogen contamination during this surgery. Additional information has been requested but not received to date. There are three reports being filed for the same facility. This report is for the system used for the third patient.

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. The system is a closed system. It is operated with a sterile single use cassette which is designed to isolate the patient fluid path from the console itself. Each single use cassette also contains a filter used for incoming (facility sourced) air that is used to pressurize the system. It is unlikely for the console itself to have cause or contributed to this reported event of endophthalmitis. The root cause cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).